Manufacturer narrative:
This report is filed (B)(4), 2011. (B)(4)

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6), 2011. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient sustained a blow to the head resulting a loss of osseointegration and subsequent fixture loss. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
(B)(4).